Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 800 mg/dl) and insulin via the pump was delivered to address the bg level. The cause was not known. The pump supplies were changed multiple times. However, the high bg was not resolved. A pump system check was performed using the current supplies and no device issue was identified. Upon follow-up, the bg had lowered. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.